Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there were no adverse events or device deficiency. It is unclear whether the battery runs low too quickly as this was previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was somewhat satisfied with the therapy. It was also reported that battery levels run low too quickly. Patient does feel stimulation sensation. The sensation was pleasant and occasional and patient was in reclining position when they felt the stimulation sensation. No actions taken or outcome were reported. No patient symptoms reported. No further complications were reported as a result of this event.